Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose level was 180 mg/dl. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received and a pump air leak was detected. The customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue. Reportedly, the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 545 mg/dl and diabetic ketoacidosis. The customer attempted to self treat with a correction bolus via the pump. While at the hospital the customer was treated with intravenous fluids of saline and insulin. Needs finish pend customer fu

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.